Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were damaged in the posterolateral branch. The procedure was completed with a non-bsc stent. No patient complications nor injuries reported.